Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a revision surgery for unknown reasons on an unknown date. No patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed through review of radiograph provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs were reviewed which indicated that the tibial component of the left tka has "backed out" and is positioned within the joint space. The femoral component and the partially visualized right sided system appear normal. Fit, alignment, and bone quality appear normal. There is suspected loosening and backing out of the tibial screw/hardware identified.